Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® contact-activated lancet there was a retraction issue - delay or no retraction. The following information was provided by the initial reporter. The customer stated: "the device did not work properly. When taking capillary blood from a neonatology patient with a blue lancet and after pressing to prick the child, the device did not work correctly. The white protection did not show up and the nurse did not use the device."

Event description:
It was reported when using the bd microtainer® contact-activated lancet there was a retraction issue - delay or no retraction. The following information was provided by the initial reporter. The customer stated: "the device did not work properly. When taking capillary blood from a neonatology patient with a blue lancet and after pressing to prick the child, the device did not work correctly. The white protection did not show up and the nurse did not use the device."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 19-may-2022. H.6. Investigation: bd received 1 sample and 1 photo from the customer for investigation. The photo was reviewed and the indicated failure mode with the incident lot was observed. Additionally, customer sample, along with retention samples from bd inventory, were evaluated by visual examination and functional testing and the issue was observed on the customer sample, however, not on retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. The subject of the complaint is not a lack of needle retraction but exceeded needle protrusion. Lack of retraction is not confirmed. Exceeded needle protrusion from the molding is confirmed. The complaint is confirmed. According to conducted root cause analysis, exceeded needle protrusion was caused by incorrect position of raw needle in cavity during molding.